Event description:
A power source alert issue was reported, and the customer did not provide information regarding their blood glucose levels, so there was no reported impact. The customer resolved the issue by using a different wall adapter, which allowed the pump to begin charging, and no further assistance was needed.